Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contribute to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -1700/3.50/89 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter stated his or is (B)(6). He has not received any treatment and intervention at this time. The refractive surprise was first noted on (B)(6) 2020, 10 days post-op. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5 - correct lens (sphere/cylinder/axis) should be corrected to -17.00/+3.50/89. B5 - date of implant should be corrected to (B)(6) 2020. Claim#: (B)(4).